Event description:
It was reported that the bd 20ml syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese: when the liquid was aspirated with a 20ml syringe, the joint between the pin and the needle leaked.

Manufacturer narrative:
Investigation summary. A device history record review was completed for provided material number 301948 and lot number 2106150. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples did not display any signs of leakage. Based on the investigation results, an exact cause could not be identified for this reported incident. Per the provided feedback, it is possible that damage to the barrel tip was produced during the handling of the product through the manufacturing process or within the assembly machine. This damage could have resulted in leakage. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese: when the liquid was aspirated with a 20ml syringe, the joint between the pin and the needle leaked.